Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the plunger of the syringe would not pull back or remove the air from the cartridge. Description of issue: customer reported syringe/need issue. Customer reported when she tried to pull the plunger back on the syringe, the plunger would not pull back or remove the air from cartridge. Number of occurrences: 2.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the plunger of the syringe would not pull back or remove the air from the cartridge. Description of issue: customer reported syringe/need issue. Customer reported when she tried to pull the plunger back on the syringe, the plunger would not pull back or remove the air from cartridge. Number of occurrences: 2.